Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery (ba) using the penumbra system 3max catheter and separator. Before the procedure, 13,920,000 units of intravenous tissue plasminogen activator (IV t-pa) were administered. A reperfusion 3max catheter was advanced to the ba along a chikai neurovascular guide wire 0.014 inch through an envoy guide catheter 6fr. Aspiration was done with a 3max separator and 3,000 units of heparin were administered. Percutaneous transluminal angioplasty (pta) was also done. Just after the operation, a computed tomography (CT) revealed that the patient developed subarachnoid hemorrhage (sah). Following the CT, the patient demonstrated hematoma growth, dilated pupils, loss of light reflex and hydrencephalus caused by the sah. Ventricular drainage was conducted for the hydrencephalus. On (B)(6) 2013 the patient was not recovered. Physician's comment: during the operation it did not clearly [show if there was] perforation with the device, but after the operation sah was found. The relation between the penumbra system and the event [could not be denied/determined]. The event was related to the procedure.

Manufacturer narrative:
Conclusion: perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00187. Device was disposed of by the hospital.